Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was poor barrier separation seen in an unspecified number of tubes. Additionally, fibrin was observed in the serum and red cell hang up was observed on the tube wall. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo indicated poor gel barrier separation. Complaints for sample quality are under statistical control for the month of (B)(6) 2025 . At this time, further testing is not indicated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: poor barrier separation based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cat (clot activator tube) plus blood collection tubes, there was poor barrier separation seen in an unspecified number of tubes. Additionally, fibrin was observed in the serum and red cell hang up was observed on the tube wall. No adverse impact was reported regarding the patient or user.